Manufacturer narrative:
(B)(4). Concomitant products: guide wire: runthrough; guide cath: heartrail jr. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The nc tenku balloon dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(6) by (B)(4). Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us.

Event description:
It was reported that the procedure was to treat a 75% stenosed lesion in the proximal to mid right coronary artery with mild tortuosity and mild calcification. The 4.0 x 15 mm nc tenku balloon catheter was prepared per the instructions for use, prior to use in the anatomy. The nc tenku was advanced and inflated to 2 atmospheres for 5 seconds; however, a balloon rupture occurred. There was no resistance noted during advancement or removal. A new nc tenku balloon catheter was used successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported balloon rupture was not confirmed; however, a tear in the shaft was noted. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.